Event description:
It was reported the device is not providing an image to the monitor when connected, no image. No procedure or patient involvement. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. The event is filed under internal complaint ID (B)(4).